Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the device displayed a message asking for a new transmitter. Data was provided for evaluation. Data review could confirm the reported event of alleged issue. A probable could not be determined. This complaint is reportable based on the finding of a failed transmitter error. No product was provided for evaluation. No additional patient or event information is available.